Event description:
A surgeon (inside the initial reporter field is documented that it is a surgeon) reported three pt seeing rings halos following bilateral multifocal intraocular lens (iol) implant surgeries. The pt required also required glasses for vision correction. Additional info has been requested. There are six medical device reports associated with this event. This report is for the second pt, left eye. The first pt was previously reported under manufacturer reports # 1119421-2013-00488 and 119421-2013-00489.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the lens met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).